Event description:
It was reported that when the dependent patient presented for a normal generator change out procedure, loss of output was noted for a couple of seconds when the plasma blade cautery was used. The patient was not supported during this time and was in asystole. A temporary pacing wire was placed and the procedure was completely successfully. Patient¿s condition was stable post-procedure.

Manufacturer narrative:
The event of loss of output during device replacement was not confirmed. The loss of output or temporary inhibition of pacing is a known potential effect of electrocautery interference. Analysis of battery trend data indicated that eri flag was falsely triggered, consistent with auto capture being enabled. Device was tested on bench and no anomalies were found.